Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 565 mg/dl. The customer treated with 10 units of insulin from reservoir with syringe. The customer stated the high reading was from eating a donut. The customer's blood glucose was 347 mg/dl when the cannula was removed. Customer declined to troubleshoot for high readings. The product was not returned for analysis.